Event description:
The silicone dome was detached when the catheter was attempted to exchange percutaneously. The device was in place for 365 days. The dome was removed from the pt using an unknown device. Another device was placed.